Event description:
Customer reported that system would disable fluoro and display ma error.

Manufacturer narrative:
Service rep installed hv tank and snubber pcb following esd precautions. System is operating as intended.